Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594 mg/dl and high ketone levels identified as life-threatening by a healthcare provider. The cause was not known. The customer went to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.